Manufacturer narrative:
Concomitant medical products: product ID 8709sc ,serial# (B)(4), implanted: (B)(6)2008,explanted: (B)(6)2022, product type: catheter ,ubd: 2010-09-09, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 3.66 mg/day) via an implanted pump. The patient¿s medical history was hypertension. The patient¿s concomitant medications were metoprolol, tramadol, and eliquis. It was reported that the patient came to the operating room for a scheduled pump replacement procedure on (B)(6) 2022. During the replacement procedure, the hcp did not see a need to replace the catheter. After the replacement procedure, the patient had symptoms of withdrawal. The patient was taken back to the operating room on (B)(6) 2022 for a catheter malfunction. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was noted that the hcp attempted diagnostics/troubleshooting. During the procedure, the hcp replaced the old catheter with a new one. A small segment of the existing catheter was left in the patient on the left side. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.